Manufacturer narrative:
The technician replaced the side com power control board assembly to resolve the issue.

Event description:
The technician alleged the bed has no nurse call function. No patient impact.